Event description:
A revision surgery involving plus orthopedics implants was performed to repair soft tissue damage experienced due to pt trauma unrelated to the implants. Reportedly after approximately 3 weeks from the initial surgery, the pt went to lift a heavy pot off of the oven and damaged her sub-scapularis muscle. Revision surgery was performed to repair the soft tissue and the prosthetic ball head size was decreased to reduce any extra tension on the damaged soft tissues. No device problems or malfunctions have been reported in association with this case.